Manufacturer narrative:
(B)(4). Date sent: 2/29/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 540c96. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing trigger broken, no returned and with a tr45w reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 540c96, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, two different devices did not fire (staple and cut). The first device easily compressed the tissue but was not able to fire (staple and cut). Four different or assistants tried to fire the device and a surgical colleague was called for advice. Although, it was still not possible to fire the device. Even the fire handle broke due to the force they put on it. Therefore, a new device was unpacked. Even with this device it was not possible to fire. That was the reason to unpack a manual device and with this device it was possible to remove the appendix and finish the procedure. This event occurred intra-operatively. The surgery was delayed by 15 minutes. No patient consequences were reported.